Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in germany: it was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for around 4 hours. Blood glucose level was 500 mg/dl at the time of the event. Patient used pen to resolve the issue. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.